Event description:
A couple of days prior the stimulation started turning off at random and the pt experienced a return of symptoms. The pt mostly noticed it before bedtime when she was in the habit of checking the device. The device turned off while the pt was at school and at home. She was able to turn the device back on. Impedance measurements were normal and the battery status was ok. The pt developed a bladder infection along with chills and a temperature from self-cathing. She was admitted to the hospital. It was noted that the ins was loose in the pocket since implant. X-ray revealed a kink in the lead near the ins connection area. Surgical intervention was planned. Further information is being requested from the hcp.